Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported that a patient experienced a ¿vascular occlusion¿ after being injected with an unspecified dermal filler. The patient was treated with hyalase. No other information was provided. The symptoms are ongoing.